Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported event of exit marker detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used during a gastroscopy procedure performed in the esophagus on an unknown date. According to the complainant, when withdrawing the balloon through the working channel, the exit marker detached inside the patient. It was noted that the exit marker was left in the patient to pass naturally. The procedure was completed at this time. There were no patient complications reported as a result of this event.